Event description:
During a transfemoral tavr procedure the delivery system balloon burst. The 26mm sapien xt valve was fully deployed at the time of the balloon burst; however the valve was deployed too ventricular. There was mild paravalvular leak pvl) but because of the placement, approximately 20:80 aortic/ventricular, the surgical team elected to place a second 26mm valve. The second valve was placed 50:50 however upon full inflation the delivery system balloon burst. The valve was in the intended position with trace pvl noted, which did not require post dilation. The patient was transfer to recovery in stable condition. There was heavy calcification in the stj; the valve was initially positioned low to avoid this. It was thought that the calcification pushed the delivery ventricular during deployment, in addition to rupturing the balloon.

Manufacturer narrative:
The device was discarded at facility, and is unavailable for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case it is likely that the severe calcification in the stj caused the balloon burst during the deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.